Manufacturer narrative:
Failure analysis for fiber 0010-2090-409h-(B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the glass cap exhibits moderate detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 74,666 joules while using the surgical fiber during a prostate procedure, the fiber stopped working . Time expended: 10 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.